Event description:
Information received from the field notes that during an open heart procedure, electrocautery was used near the implanted pacemaker. Interrogation post surgery gave the message "unrecognized model" and permitted only a return to standard command and the subsequent minimal programming parameters. Subsequent attempts at restoring the model and serial number were unsuccessful. The device was programmed to the vvi mode.~~~~~